Event description:
A baxter field service technician serviced a colleague infusion pump for failure code 810:11. The device was serviced onsite. There was no adverse event, patient injury or medical intervention associated with this report. During a review of the event history for another report, it was discovered that failure code 810:11 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is moisture in the tubing channel. The pumphead module has been replaced.additional: a service history review has been performed and the device has been evaluated for the reported condition. Baxter has performed a trend review and there have been similar reports made. The root cause is currently in progress through mdq-CAPA-(B)(4).